Manufacturer narrative:
.

Event description:
The patient reported that she fell on her back, where the implant is located resulting in bleeding, bruising and swelling over the ipg. She had increased numbness in her legs; her legs would go "numb or tight." She had felt back pain and had been in pain ever since. A follow-up in 2007, she was referred to another physician for possible device explant. The patient indicated the wound had healed; she had not used the implant for "some time." Additional information has been requested from the physician.